Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device user had issued wrong medication and was unable to return it. The technical support specialist had informed the customer that the medication was not returnable under the patient¿s profile and could be either placed back through a cycle count or had to be wasted, in accordance with the facility's process. The specialist added that the pharmacy must approve through rx verify for dispensing the next medication. No additional information available.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower user had issued wrong oxycodone apap 10/325mg medication. The customer was unable to return the incorrect medication as the settings were not setup for returns. There were no adverse events or injuries reported based on this incident.